Event description:
Arthroscopic surgery of the left shoulder was being performed utilizing an arthrex ablator and a valley lab fx rf generator. The arthrex rep was present. The ablation response of the tip was not adequate. The power on the fx was increased until there was an adequate ablating response. This increase in power resulted in a third degree burn to the pt's popliteal fossa 1" superior to the placement of the grounding pad.